Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 1.9 mmol/l. Reportedly, the cause for the low bg was unknown; however, the customer reported the insulin on board showed 12 units of insulin on board and immediately changed to 4 units of insulin on board. Additional information was not provided. Multiple follow up attempts were made to obtain additional information; however, a response was not received.